Event description:
The catheter fractured at skin at the insertion site. A guidewire was placed through the fractured catheter in an attempt to exchange it for new catheter. The catheter completely broke off internally and appeared to be kinked or bent. This resulted in an additional procedure for a foreign body retrieval. The pt was discharged after the retrieval without any problems.